Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. It was reported that the patient inserted a new sensor on (B)(6) 2023 but experienced periods of signal loss many times. On 11/21/2023, during a period of signal loss (unknown duration) he checked his blood glucose (bg) level using a glucometer. It gave him a ¿very high¿ reading. He self-administered an injection of fast-acting insulin (unspecified brand) which entered his bloodstream faster than he expected. It ¿wiped him out¿ while showering which is presumed to mean a decreased level of consciousness. The bathroom was outside of his boat, and he fell twice returning from the bathroom into the boat. After consuming carbohydrates and resting, he felt okay. After he recovered, he replaced the sensor. There was no intervention by emergency medical services (ems) or a heath care professional. He stated he was not injured in the fall and did not go to the hospital. He declined to provide other information on self-treatment. After the event he was in stable condition. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.